Event description:
#Medwatcher #followup1 #FDA mw5062692 #(B)(4). I had a hysterectomy (B)(6) 2016 and have seen drastic changes. My hair is growing back and far less is falling out and pelvic pain gone, face is starting to break out less, bloating issue resolved.

Event description:
(B)(4). Hair loss, pelvic pain, restless, bladder issues and infection had CT scan and shows right coil moving in to uterus.